Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use leakage occurred at catheter and hub junction with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: when the patient was punctured with closed intravenous indwelling needle, it was found that there was leakage at the connection between the indwelling needle handle and the hose.

Event description:
It was reported that during use leakage occurred at catheter and hub junction with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: when the patient was punctured with closed intravenous indwelling needle, it was found that there was leakage at the connection between the indwelling needle handle and the hose.

Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 7265051. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit the quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review h3 other text : see h.10.